Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant attempt, a kink was noted in the lead. The lead was not used. There was no apparent patient involvement.

Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor was extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically breached due to a cut, and visual analysis indicated the lead was damaged at implant; full lead returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.